Event description:
It was reported by a hologic field service engineer that on may 6, 2026, during use of a selenia dimensions 3d 6000 package system, the gantry was shaking and loose vertical travel assembly (vta) bolts were identified during on-site service. The event was reported to have occurred during a patient exam/procedure. No patient or user injuries and no accidental radiation occurrences were reported. The hologic field service engineer (fse) was dispatched to complete the repair and confirmed that the vta bolts were loose. The fse replaced the vta bolts with longer bolts and completed the required repair steps according to the applicable service instructions. Following the repair, the system was verified to be fully repaired. No further information is currently available.